Event description:
A blood leak was reported to have occurred immediately upon initiation of treatment with the involved dialyzer. Hemastix result was reported to be moderate. Treatment was temporarily interrupted inorder to change to another dialyzer. The blood line and dialyzer were discarded resulting in a reported blood loss estimated at approx 288 cc. The pt had no complaints and is reported to be ok. The doctor was notified of this event. Formaldehyde. Machine set-up f2008h and primed per the trc procedure.